Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set tubing and needle connection during use. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer states that there were several instances of blood leakage with this lot. Customer states that on 3 - 4 occasions they experienced blood leakage in the area where the access needle attaches to the tubing."

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leaked from the bd vacutainer® ultratouch¿ push button blood collection set tubing and needle connection during use. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "customer states that there were several instances of blood leakage with this lot. Customer states that on 3 - 4 occasions they experienced blood leakage in the area where the access needle attaches to the tubing."